Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to the monitor board during the device evaluation. Therefore, the monitor board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.